Event description:
The customer reported via phone call that the insulin pump's battery life was shorter than it had been previously. The customer stated that in (B)(6) 2014, the customer was in the hospital due to cellulitis and had elevated blood glucose. The customer reported that the insulin pump had been alarming low battery then, as well as recently. Customer stated that every week and a half to two weeks, she had to change the battery, but before october, the battery had lasted 2 to 3 months. The customer also noted that in the past 3 months, the basal rate has gone up a little bit. Customer noted that the backlight was being used more often and that the insulin pump alarmed low battery, as well as no delivery. The customer did not know the blood glucose reading. The customer advised that the reservoir was empty and had been changed prior to the call. The customer was advised that the reservoir and infusion sets would be replaced and to call when the no delivery alarm occurred.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.